Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2022 due to high blood glucose. Customer's blood glucose was 500 mg/dl and the current blood glucose was 265 mg/dl. Customer treated high blood glucose with manual injection. Customer stated symptoms related to high blood glucose that were feeling sick, unwell, tired and increased thirst. Customer was using the insulin pump system within 48 hours of reported high blood glucose event. Customer alleged that the insulin pump was under delivering the insulin. The customer tested high for ketones. No further patient complications were reported. Troubleshooting was performed. The device will be returned for the analysis.

Manufacturer narrative:
Retainer ring = black. The customer was hospitalized for high bg's on (B)(6) 2022. The customer alleged possible under delivery anomaly. The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat at 0.0873 inches. No under delivery anomaly noted. The pump was programmed with multiple test boluses and monitored. All boluses delivered properly and were listed in the pump's daily history screen. No bolus anomaly noted. The following were noted during visual inspection: minor scratched display window, scratched case, stained serial number label, pillowing keypad overlay, and cracked keypad overlay at the select button. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus and carelink upload was successful. Please see below for the boluses delivered on the event date in the formatted history file. 05/04/2022 04:57:06.000 normalbolusdelivered. Bolusprogrammingmethod = manual bolus. Normalbolusamountprogrammed = 4. Bolusamountdelivered = 4. 05/04/2022 11:10:12.000 normalbolusdelivered. Bolusprogrammingmethod = manual bolus. Normalbolusamountprogrammed = 4. Bolusamountdelivered = 4. 05/04/2022 16:46:58.000 normalbolusdelivered. Bolusprogrammingmethod = bolus wizard. Normalbolusamountprogrammed = 7.7. Bolusamountdelivered = 7.7. 05/04/2022 21:45:10.000 normalbolusdelivered. Bolusprogrammingmethod = manual bolus. Normalbolusamountprogrammed = 3.5. Bolusamountdelivered = 3.5. Please see below when review the formatted history file for suspends on the event date. There was no user suspend noted on the event date. There as no auto suspend (12) noted in the formatted history file. The pump passed the functional testing. Unable to confirm alleged high bg's. The customer alleged for possible under delivery anomaly was not confirmed. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.